Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional testing. The testing confirmed the reported issue (no cassette attached alarm). The alarm condition occurred due to a problem with the downstream occlusion sensor. The cause of the issue could not be established.

Manufacturer narrative:
Updated date of event, event, and adverse event problem.

Event description:
Additional information received: occured during testing, no patient involvement.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beep no cassette, lens scratches". Visual inspection found the pump to be in good physical condition with a scratched lens. A review of the event log revealed 6 "no disposable" alarms recorded. The customer's reported problem regarding double beep - no cassette was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. The pump did alarm with a double beep upon power up with a disposable attached. The downstream sensor will be replaced to address the issue. Visual inspection confirms scratches on the lens cover. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-legacy 1 pump double beeped no cassette and had a scratched lens. No known impact or consequence to patient.